Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received and the investigation is completed. A lot history record review could not be performed as the product lot number is unknown. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal got stuck in the loader. A new kit was used to complete the procedure. There were no pt effects. The product is returning.